Manufacturer narrative:
The device was discarded.

Event description:
The customer reported that while flushing safeset - transpac reservoir and needleless valve, the blood came out of luer activate stopcock. The event occurred during patient use. It is unknown if the blood came out during flushing or disconnection. There was patient involvement and delay in therapy but no adverse event.